Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for use, the surgeon console(sc) experienced a communication error just after booting. Start -up-specialist (sus) informed that they rebooted the sc preventively and then the error message disappeared and everything was working fine. It took not more than 10 minutes to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Updated information: d3 (medical device address), h2.6 (annex b and c codes) device evaluation: medtronic led an evaluation of the device data logs for the reported surgeon console. Evaluation of the device data logs indicate the surgeon console experienced a communication error immediately after system boot. The surgeon console was rebooted. The logs indicate error code 'surgeon console communication error'. The issue did not recur after reboot. Evaluation of the surgeon console confirmed the reported condition. The root cause of this failure could not be determined. However, the most likely cause could be traced to a surgeon console initialization failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for use, the surgeon console(sc) experienced a communication error just after booting. Start -up-specialist (sus) informed that they rebooted the sc preventively and then the error message disappeared and everything was working fine. It took not more than 10 minutes to resolve the issue. There was no patient involvement.